Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial (ra) lead was dislodged. The physician elected to explant and replace the ra lead. The patient was in stable condition.